Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical smiths medical portex® blue line ultra® tracheostomy tube pressure was decreased. A tracheostomy (trach) tube change out was required and the patient was reported to "suffocate less frequently." There were no further reported adverse patient effects.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. The product sample was received for evaluation. Visual and functional testing were performed. The sample was in used conditions without its original packaging. No visual discrepancies were found. A syringe was used to inflate the cuff and suction line of the sample and was submerged under water in order to verify for leaks or discrepancies. No discrepancies were found. Cuff assembly operation and the inflation line assembly operation were reviewed. No discrepancies were found. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were required because the complaint was not confirmed. The supervisor and quality engineer notified the manufacturing personnel about the failure mode reported by the customer as a preventative measure.